Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cloudy effluent. The cause of peritonitis was not reported. The next day, the patient presented to the hospital; however, it was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic infusion (intravenous, dose, frequency and duration was not reported). It was reported the patient was recovering from the event. "Several days" later, the patient experienced cloudy effluent again. The patient presented to the hospital and was admitted for treatment. On an unreported date, the pd catheter was re-inserted. One month later, the patient was recovered from the event and was discharged from the hospital. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
B5: on an unreported date, treatment for the peritonitis event was discontinued. Should additional relevant information become available, a supplemental report will be submitted.